Event description:
It has been reported that a revision surgery was performed due to pain and swelling. The patient had a gii patella, a journey uni tib base, a journey uni tib insert, and a journey deuce femoral ox. A total replacement was performed. The j-uni base plate is involved in recall number r0930.

Manufacturer narrative:
The original implant date was (B) (6) 2008. Recall r0930 was initiated for part #71422233 which is listed as one of the concomitant part numbers.